Event description:
It was reported that the patient had satisfactory speech recognition. Impedance testing showed out of specification response on mulitple electrodes. The results of the integrity test in 2007 were consistent with a normal receiver/stimulator function with multiple electrodes anomalies. Explant/ reimplant surgery is planned.